Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead exhibited a frequent occurrence of premature ventricular contractions (pvc) and a pacing rate that was below the set rate. A chest x-ray revealed the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.